Event description:
Device evaluation was performed on the returned electrode. The complaint of the electrode not reaching temperature was confirmed. The thermocouple wire was found to be protruding through a hole in the tip of the shaft.